Manufacturer narrative:
Additional information: d10, h3, h6 and h10. H10: three actual samples were received for evaluation. The bags were not shipped in their original packaging and the lot numbers were not reported by the customer. The bags were filled with a solution of sodium hypochlorite and leakages were observed by naked eye. Two bags were leaking from the drain tube; one bag was leaking from a hole corresponding to the fold formed when the bag is bended in the packaging. The reported condition was verified. The cause was undetermined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unknown date. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment; an external leak was observed from a 9l effluent drain bag. There was no patient injury or medical intervention associated with this event. No additional information is available.